Manufacturer narrative:
The precise cause for the broken moving jaw near the trap door pin could not be determined. The mating part (needle) or the broken jaw were not returned along with the complaint device. Confirmed the fastpass jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. The precise cause for the broken moving jaw near the trap door pin could not be determined. The mating part (needle) or the broken jaw were not returned along with the complaint device. Confirmed the fastpass jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Event description:
It was reported that during a shoulder arthroscopic procedure, the ar-13997sf, would not grasp correctly as it was locked. The case was completed by using another ar-13997sf without further issue. This is now reportable. During returned device evaluation, a reportable malfunction was discovered. The precise cause for the broken moving jaw near the trap door pin could not be determined. The mating part (needle) or the broken jaw were not returned along with the complaint device. Confirmed the fastpass jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.